Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: turkey. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, while removing a partial-thickness skin graft from the thigh area of the patient, the dermatome would jam, stop suddenly, and would not evenly separate the graft from the underlying tissue; all during the same event. The unit shut off. No harm or delay was reported. An additional unplanned skin graft was not required from the patient. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cable had contact issues, control bar was worn (ends were thin), switch was damaged, the incorrect pin was used in the lever, and some screws were broken. The switch, plug harness assembly, control bar, pin, lever, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.